Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The complete lead was returned severed in two segments approximately 13.1 cm from terminal pin. The tip of the lead was bent approximately 24 degrees between the helix housing and distal ring. The tip portion of the helix housing and drug collar showed rubbing on one side. This lead was confirmed to be electrically continuous and therefore, the clinical observation was not confirmed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this patient experienced a syncopal episode resulting in some contusions. It was suspected the syncope was a result of intermittent exit block. Due to a change in threshold measurements on the right ventricular (rv) lead, a revision procedure was scheduled. The system was changed to a two lead system. During the procedure, a perforation of the right ventricular (rv) lead was noted with damage to the lead tip. This lead was explanted and replaced. No additional adverse patient effects were reported.